Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. The customer did not provide the symptoms regarding low blood glucose. Customer had with transmitter and got new one and charged overnight and they put on new sensor and it was not connected to insulin pump. Customer was assisted in reprogramming the transmitter ID with the wireless connection process. Customer was advised to select start new sensor once transmitter was reconnected to the sensor. Customer was advised that the transmitter did not communicate due to an incorrect ID. The customer was table to start the new transmitter and did not required further assistance. The customer declined troubleshooting for low blood glucose level. No further information given. The insulin pump was not returned for analysis.